Manufacturer narrative:
A sample is available that has not yet been received at the manufacturer for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the scheduled surgery was for retinal detachment repair. The gas dispensing regulator knob did not open therefore, no gas was able to be dispensed. Alternate gas was obtained in order to perform and complete the procedure with no impact to the patient.

Manufacturer narrative:
Per the contract manufacturer, the returned gas regulator was in good condition as received. The gas regulator was put through final inspection and tests where it was found to be discrepant in two ways. There was no flow through the outlet when the black knob was opened, but gas leaked at threads where the pressure gauge is connected to the body of the regulator. The reported event was confirmed. However, the gas regulator was accidentally discarded before further investigation could be performed. A review of the batch production record for reported lot number showed no manufacturing issues. A review of the complaint records showed six prior complaints against the reported lot. A review of confirmed complaints for regulators with flow issues showed 16 complaints since january 2012. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health care professional reported that a gas dispensing regulator valve would not release any gas from the chamber. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.